Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), product type: lead. Product ID: 977c165, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Hold for ljbp 5.8.2020information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had seen settings not available 2 times now. Patient stated the first time was 2 weeks ago and he called a rep on the 11th or 12th. Patient stated he could decrease stimulation but could not increase. Patient stated he had tried all the groups and programs he had but was seeing settings not available. Patient stated yesterday morning he saw settings not available again and called the rep but the rep did not answer and he has not heard back. Patient stated he was struggling and could not walk. No further complications were reported/anticipated. Additional information was received from a consumer via a manufacturer representative (rep). It was reported that the patient still wasn't able to increase stimulation. The rep interrogated the battery and did the quick check as well as the impedance check. The quick check showed that contacts 2, 8, 9, 10, 11, 13, and 14 were bad. Impedances showed > 40 ,000 ohms on contacts 6, 8, 9, 11, 12, 13, and 15. The rep was able to program around the bad contacts and gave the patient 3 new programs to try. The issue with increasing stimulation resolved. The patient stated that they had multiple falls within the past month or so, describing them as "controlled falls". No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID 977c165 lot# serial# (B)(6) implanted: explanted: product type lead product ID 977c165 lot# serial# (B)(6) implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that he had a couple of controller falls where it became too painful to try and move forward to right himself. The patient reported that the doctor thought that caused the problem. The patient reported that the problem was solved by a couple of computer procedures. No further complications were reported.